Event description:
Additional info received from MFR on 1/5/99: cpi's laboratory testing consists of a series of tests carried out in accordance with documented procedures. The device was returned and subjected to a series of manual and automated tests. The device passed all tests and battery status was normal. The device met specification and was archived.